Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra 2 meter was displaying an error 2 message. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the meter issue began around 8 am on (B)(6) 2019. She reported that she manages her diabetes with oral medication, diet and exercise and made no changes to her normal diabetes management in response to the error message. The patient alleges that 2 days after the meter issue began (afternoon of (B)(6) 2019), she developed symptoms of ¿very dizzy¿, which she self-treated by ¿eating some popcorn, a little sugar and some chocolate¿. During troubleshooting the csr noted this was not the first time the product was being used, there was no obvious misuse of the meter. The csr noted that the patient had been using incorrect testing steps, by applying the blood sample prior to inserting the test strip. She was educated on the correct testing steps to use and the issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event.